Manufacturer narrative:
Complaint samples were evaluated and the presence of crease and/or fold in the seal of the pouches was confirmed. DHR was reviewed and no discrepancies were found. Root cause is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2018-05513; however, due to event details this event will now be reported on 0001822565-2018-06079. Expected, not yet received.

Event description:
It was reported that during incoming inspection at the warehouse, it was discovered that ten products were found to have the seal peeling off. There was no patient involvement.